Manufacturer narrative:
Evaluated 1 open and used reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose of over 600mg/dl. Customer stated that reservoir was bent as she put it wrong to the insulin pump. Customer declined troubleshoot for air bubbles. Reservoir will be return for analysis but insulin pump will not be return for analysis.